Event description:
It was reported that the patient had ventricular tachycardia (vt)/ ventricular fibrillation (vf) and treated appropriately. However, the detection was delayed by the stability discriminator. Subsequently the patient passed out and sustained "significant injuries". The patient has expired due to unrelated causes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.